Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Failure analysis investigations could not replicate the issue, but the surgeon reported correcting the issue intra-operatively. The reported failure to unclamp event is reasonably believed to have been caused by a component failure of this device. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that the instrument grips became stuck on the peritoneal flap on an inguinal hernia. The surgeon cut the peritoneum that the force bipolar instrument was stuck on to remove it and said this removal of tissue did not affect the procedure closure. The surgeon reported observing a visible abnormality on the force bipolar instrument and that the instrument could not be removed from the cannula due to this abnormality. The surgeon reported using another instrument to manipulate the force bipolar instrument enough that it could be removed through the cannula. The surgeon reported there was no patient harm during this event. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate/confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grip tips were able to be straightened and removed from the cannula. The instrument was fully functional. No broken parts were observed. Additional steps/tests were completed. The bumper test was performed and passed. Electrical continuity testing was performed and passed. No grip misalignment was observed. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the force bipolar instrument broke and the jaws were unable to be straightened in order to remove the instrument from the cannula. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The customer advised the tse that they already pressed the emergency stop when attempting to use the instrument release kit (irk), but the irk did nothing. The surgeon was able to straighten the instrument's jaws by other means and was able to successfully remove the instrument. The procedure was completed with a backup instrument with no report of patient harm, adverse outcome or injury. On 21-oct-2021, isi contacted the initial reporter, a nurse, of this event and additional information was obtained about the complaint: the jaws of the instrument were stuck on tissue, which had to be cut in order to be freed from the instrument. The tissue that was cut was not part of the planned procedure. In order to remove the instrument from the cannula, an allen wrench was used to straighten out the jaws. Reportedly no fragments fell into the patient. There were no reports of patient injury.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has not yet been determined. The force bipolar instrument involved in this complaint has been received for failure analysis investigations, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation and if additional information is obtained. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. A review of the system logs for the procedure date of 09-oct-2021 has been performed by a post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. The force bipolar instrument being returned (part number: 471405 / lot number: k10210816-0039) was not reused in subsequent procedure and had 11 out of 12 lives remaining. No image or procedure video was available for this reported event. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the customer reported that the surgeon had to excise tissue that was not planned to be removed in order to remove a force bipolar instrument. The jaws of the force bipolar instrument were reportedly stuck around tissue. It is currently unknown what impact removing this tissue had on the procedure outcome and the patient's overall health.